Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15mar2021.

Event description:
The customer reported that the device's nav-ring failed to be manipulated. The customer reported there was no patient involvement at the time the issue was discovered. The product service engineer (pse) confirmed the reported problem.

Manufacturer narrative:
User interface front bezel assembly was returned for failure evaluation. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring to be unresponsive.

Manufacturer narrative:
G4:23apr2021 b4:(B)(6)2021 the product support engineer stated that the front bezel needs replacement. However, the service repair is pending approval from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.